Event description:
On (B)(6) 2019, a customer had initially reported that her adc freestyle libre sensor detached while removing her shirt, after 11 days of wear. A replacement sensor was mailed to the customer, but on (B)(6) 2019, the customer called adc again to report that the order was lost and she subsequently experienced a medical event due to being unable to test. The customer has symptoms described as "stress" and self treated with juice. She then had contact with an hcp, who treated the customer with novolog insulin. No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  A (DHR) (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, a customer had initially reported that her adc freestyle libre sensor detached while removing her shirt, after 11 days of wear. A replacement sensor was mailed to the customer, but on (B)(6) 2019, the customer called adc again to report that the order was lost and she subsequently experienced a medical event due to being unable to test. The customer has symptoms described as "stress" and self treated with juice. She then had contact with an hcp, who treated the customer with novolog insulin. No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.